Event description:
It was reported that an ivc filter was placed three years, five months (prior to removal)as a prophylactic effort, due to prolonged bedrest during treatment of a sternal wound infection, post coronary artery bypass graft (CABG). A CT of the chest on the day of removal, revealed the ivc filter to be present, but a fractured arm was noted in the pt's right upper lobe. The peripheral margin of the fragment is less than 1 cm from the pleura. Removal of the device was uneventful, and the pt was discharged home the day of removal. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The result of the investigation was inconclusive as no sample was returned for evaluation. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters, there have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.